Manufacturer narrative:
(B)(4). It was reported that patient underwent colopexy of sigmoid colon to peritoneum, repair of rectocele and foreign body mesh removal on (B)(6) 2012 due to intractable abdominal pain, chronic constipation and rectal prolapse. It was reported that patient underwent mesh removal on (B)(6) 2014.

Manufacturer narrative:
It was reported that the patient underwent placements of elevate and miniarc meshes on (B)(6) 2014 due to pop and sui. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infections and adhesions.